Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed normal pump parameters and no alarms recorded 14 days leading up to (B)(6) 2017. The reported event could not be confirmed due to lack of evidence provided by the site. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient complained that the newly repaired section of the driveline was no longer "stiff" but, "flexible" and was worried that the crack/fracture had worsened under the tape, as that was coming loose as well.  All previous rescue tape was removed and noted two sites where the outer coating was not present, however, no wires appeared exposed or fractured.  The rescue tape was re-applied.  No patient complications have been reported as a result of this event.